Event description:
It was reported that the patient presented for routine follow up and a vt episode was observed on a stored egm. Atp therapy was delivered and the patients rhythm increased to vf. The first high voltage therapy was sufficient to convert the rhythm. Programming changes were made. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.